Manufacturer narrative:
The customer complaint of tubing splitting and cracking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported cracking and leaking of a pca tubing where the y connector was mated to another tubing for maintenance fluid. There was no patient harm.